Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call having issues with sensor stating sensor glucose levels were not available and experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. The customer was not able to trouble shoot for high blood glucose levels. The insulin pump will not be returned for analysis.